Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). It was reported that the patient's device was programmed off and the patient was sent for an MRI and x-rays. The physician planned to program the device back on after the MRI because of the patient's seizure control. X-rays were sent to manufacturer for review. Review of x-rays did not identify any obvious discontinuities with the vns system. No obvious lead fractures were observed. It was reported that the patient's device showed near end of service and that both generator and lead replacement would be scheduled. No known surgical interventions have been performed to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The initially reported high impedance observation as seen on system diagnostics. Additional information was received that the patient underwent a generator replacement surgery on (B)(6) 2015 due to near end of service, as indicated by an implant card. The lead was not replaced because system diagnostics was performed three times prior to the surgery and showed normal impedance values. The impedance value following generator replacement was also listed as normal per the received implant card. The explanting facility discarded the explanted generator; therefore, no analysis can be performed.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently did not report that the high impedance results were obtained on system diagnostics.